Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with syncope. Upon interrogation, it was noted that an implantable cardiac monitor (icm) failed to record an episode at the time of syncope. It was noted that the patient was asystolic at the time of the syncope for longer than the 3 second trigger required by the device to record an egm. Programming changes were made. The patient was stable after the event.